Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple episodes of hypoglycemia over the weekend. When they woke up, their blood glucose was near 50 mg/dl. The customer ate one-and-a-half glucose tablets and their blood glucose increased to 62 mg/dl. The customer drank a 12-ounce can of coke cola and administered a 0.7 unit bolus; however, their blood glucose then decreased to 40 mg/dl. The customer drank another soda and their blood glucose increased to 120 mg/dl. The blood glucose began to decrease again. They experienced sweating and shakiness as symptoms of their hypoglycemia. Troubleshooting did not occur. It is unknown if the auto mode feature was active during the incident. The insulin pump was not returned for analysis.